Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced severe and permanent pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion, suffering, disability, impairment, loss of enjoyment of life, loss of care, comfort and consortium, inability to engage in chosen and necessary activities, economic damages, recurrence, a product problem, and other unspecified injury. The device remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00233, 3011770902-2016-00232.